Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A site representative reported that, after invalidating home on the imaging system, the blue light for the detector and x-ray tube were not illuminated. The site restarted the imaging system which resolved the reported issue. The reported issue occurred during a spinal fusion. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.